Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -distal end, light, and optical cover lens adhesive were delaminated. -insertion tube condition was delaminated. - control body aspiration and air/water had a housing. - control body air/water had a housing. - light guide tube condition was delaminated. - up and down angle was not to specification and had a play. - water flow/removal was not to specification device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that brush bristles or lint from towel/gauze which was used at the user facility entered the air/water channel, and the user reprocessing of the device was inappropriate. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center considered that the foreign material was not originated from the olympus endoscope. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that the air/water channel was clogged with a black foreign fibrous material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.